Manufacturer narrative:
(B)(4) - device 1 of 2. E1: patient city: (B)(4). Patient country: puerto rico, u.s.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion that prevented the flow of insulin with two infusion sets. The patient was alerted by an occlusion alarm that occurred during therapy. No further information available.